Manufacturer narrative:
The manufacturing location for this product is attends. This site is an OEM manufacturing site. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd vecafix¿ IV dressing without transparent window had a breach in the sterile packaging due to adhesive delamination. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: we checked all retained samples from that production batch (lot 121662), produced between 2015-02-20 and 2015-02-24. 60 samples were checked visually for the defect that is described by the customer. All checked samples have been stored in their cardboard boxes and all 60 were intact. Just like scar 004-18, there is a slight color change (from blue to a blue/green tone) on the received samples. This indicates that the samples may have been exposed to daylight. According to our paper supplier the color can shift in tone and lose strength due to this. When we received scar 004-18 in june, we placed retained samples from the same batch in the window at our office just to see the reaction over time. After three months a visible difference can be seen on the sterile-packaging including the sterile-barrier. All the production documents including the production log and the lot documentation were reviewed and no abnormalities were found. Root cause: the conclusion of the investigation is that the samples have been exposed to daylight corrective actions: as a corrective action we recommend the same improvement as during scar 004-18 during this investigation we have found out that there is no sign/ label / marking printed on the individuals boxes that the packs must not be stored in daylight / sunlight . The outer brown cases have these sings that show proper storage conditions. This is an improvement that can be done in order to prevent this from happening again and highlight the importance of proper storage on the individual packs.

Event description:
It was reported that a bd vecafix¿ IV dressing without transparent window had a breach in the sterile packaging due to adhesive delamination. No serious injury or medical intervention was reported.